Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with a needle and syringe while drawing up medication. The customer reports medical assistant attempted to draw up flu vaccine, and the needle fell off the needle hub.